Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.